Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator for the 4 way valve was sticking. Additional malfunctions include the sieve beds were dusted.